Event description:
Patient was being ventilated with a marquet servo I vent, when it was observed that the ventilator appeared to spontaneously shut down and restart. Upon review of the data, the ventilator monitor appeared to have shutdown and restarted within a 6 second time period, retaining the patient settings. It remains unclear as to whether the ventilator itself stopped ventilating or whether it was just the controller/monitor, however, the monitor shows no ventilation for that time period. The device was immediately pulled from service for evaluation. There was no negative patient affect from the shutdown. This is the second such shutdown observed within a 4 month period for this type of ventilator -happened to a different servo I vent in may. The two ventilators that failed had sequential serial numbers.